Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was clipping the cystic duct when the clip applier fired malformed clips. A clip was stuck in the jaw and clips continued to be malformed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.